Manufacturer narrative:
Investigation summary: the device was inspected, and reddish/brownish color is observed under the pebax. Then, during the second visual reddish/brownish material under pebax was confirmed and a hole was observed in the pebax with internal parts exposed. Per the event, the catheter was tested for electrical performance and it was found within specifications. A manufacturing record evaluation was performed for the finished device 30258554m number, and no internal actions was found during the review. The customer complaint cannot be confirmed. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which the biosense webster, inc. Product analysis lab identified that there was a hole in the pebax with internal parts exposed. Initially it was reported that the carto 3 system and the recording system were displaying noise on the distal ECG of the catheter when connected to the patient interface unit (piu). The caller replaced the ablation cable with a reprocessed cable and the issue persisted. A new ablation cable was used, and the issue persisted. The catheter was replaced, and the issue was resolved. The procedure was completed and there was no patient consequence reported. The bad/partial ECG (bs or ic) issue was assessed as a note reportable issue since the potential risk that could cause or contribute to a death or serious deterioration in state of health was remote. On november 22, 2019, the biosense webster, inc. Product analysis lab received the device for evaluation, and upon initial visual inspection it was noted that there was reddish/brownish color observed under pebax. On december 10, 2019, after further testing, it was confirmed that there was reddish/brownish material under the pebax, and it was found that there was a hole observed in pebax with internal parts exposed. This event was originally considered not MDR reportable, however, biosense webster, inc. Became aware of a reportable malfunction through second visual analysis on december 10, 2019 and have reassessed this complaint as reportable. Therefore, the awareness date for this reportable lab finding is december 10, 2019.